Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Multiple staples were observed to be misaligned at the front of the cover block. The bottom component was observed to not be welded at the back of the cover block, allowing the staples to become severely misaligned and out of position. The bottom component was able to move when pressed, indicating no proper welds on the back of the cover block. Functional testing could not be performed, due to the misaligned staples. The device was disassembled and minor die casting anomalies on the forming tool were also discovered. Per DHR the product visistat 35r 6/box lot # 73h2400851 was manufactured on 08/23/2024 a total of (B)(4) pieces. Lot was released on 08/30/2024. DHR investigation did not show issues related to complaint. A corrective and preventative action (CAPA) was opened by the manufacturing site to further investigate this issue. The CAPA identified the probable root cause of the incorrectly positioned bottom as inadequate manufacturing controls surrounding the ultrasonic welding process of the bottom component to the cover block component. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming." A new set was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "staple jamming." A new set was used to proceed with the procedure. No patient harm or injury reported. The patient's status is reported as "fine".